Event description:
It was reported that a large volume infusor leaked medicine from the top (fill port). This occurred during priming. The device was filled with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 5-6, 2023. H11: the actual device was received for evaluation containing fluid in the bladder. Visual inspection was performed and there was evidence of leak (backflow) at the fill port when the fill port cap was opened. Further inspection identified a particle stuck under the device checkband. The particle was identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember and the stressmember is located inside the bladder. Shaving from the stressmember may have stuck under the checkband during manufacturing. The reported condition was verified. The cause of particle stuck under the device checkband is related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.